Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported to us that in (B)(6) 2015 this cardiomessenger allegedly 'exploded' and caught fire causing damages to the wall and furniture in the room. The device was not returned to biotronik and no proof supporting the event was provided. No adverse patient side effects have been reported.